Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter healthcare professional from (B)(4) peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag 1.5% and 2.5% (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. On an unreported date, the patient received treatment with tazobact injection 4.5 grams ip once a day, supacef injection 250 mg ip (frequency not reported) and amikacin injection 250 mg ip once a day. The event of peritonitis was resolving. The outcome for the event of diarrhea was not reported. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality for the event of diarrhea. The reporter stated, the event of peritonitis was unrelated to dianeal. The root cause of the peritonitis was the diarrhea.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.